Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing hyperglycemia, blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) due to the cannula injecting insulin into the muscle and was not being absorbed into the skin. The patient removed the pod from the arm and applied a new pod on the abdomen before leaving for the hospital. The pod was worn on the patient's arm for between 36 and 48 hours. The site was noted to appear red, hard, swollen and was hot to the touch. Patient was diagnosed with cellulitis and uncontrolled glucose. The patient was treated with 2 antibiotics and their system was flushed. The patient was discharged the following day.

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to an infection. The cause of the reported infection could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.